Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). Footswitch connector broken. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. Please see signed legacy fms batch review.

Event description:
It has been reported by the biomed technician that during an unknown procedure, an excessive flow appeared on the pump. No harm to the patient. The procedure was completed by another pump.